Event description:
It was reported that during the implant procedure the atrial lead exhibited a sensing anomaly. The lead was repositioned multiple times in the atrium but the sensing values did not reached satisfactory range. The thresholds were also high and not acceptable to the physician. The lead was replaced without incident after it was tested on the pacing system analyzer.

Manufacturer narrative:
The reported events of sensing anomalies, high capture threshold, and inadequate capture were not confirmed. Final analysis was normal. No anomalies were found.